Manufacturer narrative:
Unit passed self test; it was unable to complete the displacement test because it returned a pump error 38 during pump rewind. Upon further review of the unit's interior the home motor switch is corroded and there are signs of previous moisture presence on the back of the lcd screen. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. Also the middle (enter) keypad button is cracked. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that their insulin pump had fluid in reservoir compartment. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. Customer was performed self test and it was ok. Customer stated they did no longer trust in insulin pump because they received multiple alarms low reservoir even though they renewed it 2 times today. The insulin pump will be returned for analysis.